Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the adverse event previously reported. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (device code and type of investigation), and h11 (additional narrative/data). The complaint device was returned for evaluation by edwards engineering. Evaluation of the returned esheath optima revealed periodic scoring on the outer jacket. There was also a scratch located 30 degrees from the periodic scoring. The outer jacket was peeled back and there was no puncture/pinhole observed on the inner shaft. In this case, the engineering evaluation confirmed the inner shaft of the sheath did not have a loss of integrity, as such, the potential for a vascular injury is remote as the valve would have not been exposed to the patient's body. In addition, it was confirmed that there was no patient injury. Therefore, this adverse event is no longer considered FDA reportable.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, post successful valve deployment, a pinhole was noted in the 14fr esheath optima when it was withdrawn from the patient. It was believed to have been caused by the calcium nodule after the in-sheath dilator (isd) was used to help with diffusing the disease in the anatomy. There was no patient injury.